Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes repeated false eri warnings and vvi back-up operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device was received in vvi mode with the eri indicator on. Once the flag was cleared, electrical measurements found normal device characteristics. Thermal and mechanical stress did not cause the false eri to recur.